Event description:
Starting in 2008, patient received v.a.c. Therapy for a dehisced surgical hip wound that was present two months before v.a.c. Therapy placement. No exposed vessels, organs, or bones were present in the wound. Dressing changes were being conducted at physician's office and not by home health agency. On the evening, about one week later, family member of patient noted that two canisters were filled in a period greater than 24 hours with red drainage. Patient was admitted to hospital, and it was identified by interventional radiology that patient had congenital aneurysm that dissected. Repaired by graft placement and suture. Patient received one dose of lmw heparin for the surgical procedure. Patient required transfusion of five units prbc. Three days later, patient transferred to ICU for gi bleed unrelated to wound being treated with v.a.c. Therapy. Patient is back on v.a.c. Therapy at this time.

Manufacturer narrative:
V.a.c. Freedom therapy unit is currently in use by the patient.